Event description:
The patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited low pacing impedance, and oversensing noise resulted in inappropriate automatic mode switch (ams) episodes. The ra lead was found to be turned off at that point. No intervention was performed. The patient¿s condition remained stable.

Event description:
New information received indicates that the ra lead was turned off after the oversensing noise was observed.